Event description:
The patient was placed on the ventilator. The rn witnessed the ventilator sparking at the electrical outlet. The rn called for help and immediately disconnected the patient and began to bag him. The ventilator screen read low power. The respiratory therapist was called stat. The ventilator was pulled and engineering was called. The patient was moved to another room and placed on a different ventilator. There was no further incident. Engineering exam found the ventilator smoldering internally at the electrical cord. The cord was replaced by engineering. The ventilator was pulled by the respiratory therapist until management is able to assess it.